Manufacturer narrative:
Based on updated information, the medical risks associated with this event are no longer determined to be likely to cause or contribute to a death or serious injury if the malfunction were to recur. As such, this event is no longer considered to be reportable.

Event description:
It was reported the doctor attempted to use the complaint device on his lavh case but the device wouldn't work. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Event description:
It was reported the doctor attempted to use the complaint device on his lavh case but the device wouldn't work. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, there was no evidence of bio-burden present on the device. The device plug is stryker branded. Thumb button feedback was acceptable as it was able to depress the pressure pad on the membrane switch and exhibited a tactile click; and the pressure pad disengaged when released. The jaw functionality was tested and confirmed to be acceptable as the device was able to actuate, and lock/unlock multiple times. The audible click that is heard when locking and unlocking the jaw triggers was found to be acceptable. While the jaws were in the locked position, they were inspected and found to be properly aligned. The blade trigger was tested and verified to maintain proper movement. The plug was inspected for damage, corrosion and deformation and none were found. The plug barcode code and plug prongs were inspected and no issues found. Manual continuity tests were performed and found an open connection on continuity on the plug prong #1 to top jaw. The device was then connected to the force triad generator and and was recognized; the default number of power bars were displayed. The instrument was energized while grasping a test medium, however the generator stopped working and displayed a check instrument error. Device would not activate. The device was then disassembled. Inspection of the solder sleeves revealed no exposed bare wire. Manual continuity test revealed an open on one of the solder sleeves. Both wire insulations in the bad solder sleeve were not aligned. The wires were not secured together properly. Bare wire was wrapped around the insulation of the second wire. Spacer pads were inspected and no damage was found. The results of the visual inspection and functional testing determined that the reported event was confirmed. A review of the DHR for the reported lot/serial number supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to a bad solder connection. Additionally, the reported event could be attributed to: device damage to mechanisms during use or shipping damage. Dropped in pre-op inspection. The instructions for use (IFU) state: when an alert condition occurs, energy delivery stops, the generator produces a sequence of pulsed tones, and an alert will be displayed on the generator. Do not cut the vessel. The user should inspect the seal site and instrument before proceeding. After the alert condition has been corrected, energy delivery will be immediately available. If an alert situation appears, the user should: 1. Release the footswitch pedal or activation button, if still engaged. 2. Open the instrument jaws and inspect for a successful seal. 3. Follow the suggested remedies displayed on the generator screen, the generator quick reference card, or in the generator user¿s guide. 4. If possible, reposition the instrument and regrasp tissue in another location, then reactivate the seal cycle. Reasons for alert: too little tissue between the jaws ¿ the user is grasping thin tissue or not enough tissue; open the jaws and confirm that a sufficient amount of tissue is inside the jaws. If necessary, increase the thickness of tissue that is grasped and reactivate the seal cycle. Too much tissue between the jaws ¿ the user is grasping too much tissue; open the jaws, reduce the amount of tissue that is grasped, and reactivate the seal cycle. Activating on metal object ¿ avoid grasping objects, such as staples, clips, or encapsulating sutures in the jaws of the instrument. Dirty jaws ¿ use a wet gauze pad to clean surfaces and edges of instrument jaws. Excess fluids in the surgical field ¿ minimize or remove excess fluids from around the instrument jaws. Activation switch released before seal complete tone ¿ the footswitch or activation button was released before the seal cycle was complete. Maximum seal cycle time has been reached ¿ the system needs more time and energy to complete the seal cycle. Do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Do not use this instrument on vessels larger than 7 mm in diameter. If the instrument shaft is visibly bent, discard and replace the instrument. A bent shaft may prevent the instrument from sealing or cutting properly. Eliminate tension on the tissue when sealing and cutting to ensure proper function. Use caution when grasping, manipulating, sealing, and dividing large tissue bundles. Do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. Do not activate the ligasure system in an open-circuit condition. Activate the system only when the instrument is in direct contact with the target tissue to lessen the possibility of unintended burns. A continuous tone sounds to indicate the activation of rf energy. When the activation cycle is complete, a two-pulsed seal-cycle-complete tone sounds and rf output ceases. Prior to cutting the seal, inspect the vessel or tissue to ensure proper sealing. Keep the instrument jaws (1) clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. The reported event will continue to be monitored through post-market surveillance.